Manufacturer narrative:
Additionally, according to the information received from the report, it was unclear how the insulation broke, whether it was defective from the start or whether it was a user error. The insulation is similar to shrink tubing used for electrical cables.

Event description:
It was reported that during a laparoscopic procedure, the insulation on the laparoscopic scissors broke and a piece of plastic insulation came loose in the patient's abdomen. The loose piece was found and removed.